Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following an scs system implantation procedure on (B)(6) 2024, the patient experienced weakness in toes and feet. The patient presented to the ER, and it was discovered the patient had a thoracic epidural hematoma. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. Most recently, it was reported the patient has feeling; however, they still have weakness in their toes and feet.

Manufacturer narrative:
Date of event is estimated.